Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was insulin therapy was interrupted due to malfunction alarms. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.